Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found cannula broken with broken part missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that the sensor was not communicating properly with the transmitter. The customer removed the sensor and stated that it did not have a cannula. Blood glucose level at the time of the incident was 150 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.